Event description:
The customer reported that the probe on the ortho provue analyzer dripped, and the dilution cup overflowed during type and screen testing. The customer aborted testing and discontinued the use of the instrument. The customer indicated that the issue occurred in 2008. No erroneous results were reported. Probe drip may lead to dilution of sample/ reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined that the probe was bent and damaged inside the handler. Replacement to the appropriate components has returned the analyzer to expected operation. The customer has not logged any similar complaints against this analyzer since this incident.